Event description:
It was reported that during a da vinci s prostatectomy procedure, a collision was observed to have occurred between the maryland bipolar instrument and the monopolar curved scissors instrument with tip cover accessory installed. During this procedure two tears in the tip cover accessory were also observed. One tear was visible throughout the procedure; however, the surgeon continued to use the tip cover accessory. Two hours and 49 minutes into the procedure, a second tear was observed in the tip cover accessory. The damaged tip cover was used to complete the procedure without harm to the pt. The esu setting as 60 watts, dessicate.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found evidence of arcing. The tip cover was returned with what appears to be two adjacent holes burned through the silicone. The silicone exhibits localized melting around the holes, indicating an arcing event occurred. The holes are roughly .035" and .015" in diameter, located .025" and .040" above the silicone to sleeve interface. The tip cover does not exhibit mechanical tears in the silicone. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The monopolar curved scissors instrument instructions for use (IFU) specifically states: general precautions and warnings: inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one.